Manufacturer narrative:
Health effect impact code: f26, f27 component code: g03001 d8. Was this device serviced by a third party? Yes the cell-dyn ruby was inspected and no burnt components were found. The investigation included review of product historical data and product labeling. Review of product historical data for any trends and all customer complaints received for this issue did not identify any adverse trends or abnormal complaint activity. A review of the device history record, corrective and preventative action and non-conformance review for the complaint cause found no issue. A labeling review was found to be adequate. No product deficiency was identified for the cell-dyn ruby for the complaint issue.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account observed smoke and a burning smell with the cell-dyn ruby. The cell-dyn ruby was inspected and no burnt components were found. The account stated the cell-dyn ruby was not powering up when connected to the ups. The cell-dyn ruby was plugged directly into the wall socket and the instrument powered on. No patient involved. No operator injury reported. No specific operator information provided.